Event description:
It was reported that oversensing was observed on the right ventricular lead. Lead damage was suspected but has not been confirmed. No intervention has been performed. The patient was stable.

Event description:
It was reported that oversensing was observed on the right ventricular lead. Lead damage was suspected but has not been confirmed. The rv lead was capped and replaced to resolve the event. The patient was stable.